Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported he visited the emergency room for hernia pain. During follow up the patient's nurse reported the treatment provided at the emergency room was unknown. The patient was not hospitalized. The patient is in scheduling for an umbilical hernia repair surgery but it has not yet been completed. The initial onset of the hernia is unknown, however the patient has been on peitoneal dialysis for 3 years. The patient continues peritoneal dialysis.